Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as touch contamination. On the same day, the pt was hospitalized for the event. On an unreported date, the pt received vancomycin ip for two weeks (dose unknown) for peritonitis. On an unreported date, the pt received re-training on how to perform pd therapy using proper technique. Nine days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovered and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.